Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was identified as faulty. Repairs were not completed. No add'l info has been disclosed.